Event description:
The customer reported that after 15 minutes of utilization, the device jaws could not be re-opened. The site contact was not able to provide additional details regarding the incident. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.